Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the lever did not deploy the sling. The physician noticed this before actually trying to place the sling. A second device was opened and placed without incident.